Manufacturer narrative:
No pt present. Investigation found that the handle was locked up. It had been turned too far to release the joints and was locked up. The handle was able to be forced free and the vertek returned to normal function. Both ends locked and released normally. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic rep reported that the stealthstation s7 system vertek arm can no longer be fully tightened and needs to be replaced. Issue resolved prior to start of surgery. There was no pt present.